Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the handle intact. The device was received with the capsule fully closed. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The capsule was intact with no evidence of damage. The nose cone was detached from the inner member at the distal end of the inner member. The nose cone was not returned with the delivery catheter system (dcs). Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A design review was completed for all inner member lots which were consumed within the finished device lot in-scope of this complaint. The inner member component is the process within which the nosecone is injection molded over the polyimide shaft. There were no abnormalities noticed. All equipment settings, inspection results and tensile values were reviewed to ensure all were within specification. As a result, there are no abnormalities that would signal a process or product related nosecone detachment for units manufactured within the finished device lot. The delivery catheter system (dcs) was returned to medtronic for analysis. The nosecone/tip was observed to be was detached at the distal end of the inner member shaft, however the nosecone was not returned with the dcs. There was no other evidence of damage observed on the subject dcs. The manufacturing site was notified of this event. As the nosecone was not returned with the complaint unit, the manufacturing site were unable to assess the inner diameter (ID) of the nose cone for polyimide lamination and shaft insertion depth. As neither of these assessments could be completed, the root cause cannot be confirmed. Tip detachment can occur if the inner member shaft becomes damaged and breaks. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user, or is related to excessive forces applied on the system during advancement or positioning, or it may occur if the capsule is not fully closed prior to removal of the dcs. In this case, the cause of the inner member shaft damage and break cannot be determined with the limited information available. There is no evidence to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was removed from the patient over the confida guidewire, it was noticed that the nosecone of the dcs was missing. Fluoroscopy revealed that the nosecone was located at the mid right common femoral artery head. A 6 fr sheath was used to retrieve the nosecone. It was reported that at the beginning of the procedure, there was difficulty advancing the inline sheath through the right groin so a 18 fr non-medtronic sheath was used to dilate the artery. Following the dilation, the inline sheath was able to advance. The physician predicts that the nosecone may have been caught in the subcutaneous tissue shearing the nosecone off of the dcs. It was also reported that the patient had scar tissue at the right femoral artery and that the iliac artery and abdominal aorta were tortuous. There was no injury to the patient. No additional adverse patient effects were reported.